Event description:
Hillrom received a medwatch reporting the following event description: patient hooked up to lift and as tech raised patient off table, the pin holding the cross bars to the base of the lift snapped causing bars to come down on patient's abdomen. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Multiple attempts have been performed to gather additional information on the circumstances that lead to the reported event and its impact on the patient, but the customer did not provide any. Based on the limited information available in the report received, hillrom believes the event could have been caused by the slingbar bolt breakage. However, this could not be confirmed as the customer is not answering hillrom requests for additional information. If during patient transfer, the sling bar is used at an unleveled angle, which is an incorrect way of using the device, the bolt could bend. If this occurs in several occasions the bolt can be eventually break. When performing the periodic inspection this shall be tested by rotating the sling bar. If any abnormal movement is detected, the lift will not pass the periodic inspection. As stated in the universal slingbar 450 qrh instruction for use (7en160185 rev. 5), care and maintenance section: a periodic inspection of universal sling bars should be carried out at least once a year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hill-rom and using original liko spare parts. The periodic inspection for liko mobile lifts (3en371001 rev 5), section 6 states the following: slingbar ¿ check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. ¿ make sure that both latches are mounted and fall back against the body of the sling bar. ¿ check that the sling bar is correctly fastened. ¿ make sure there are no deformities in the attachment points. In conclusion, although the reported event did not result in a serious injury, the report of the sling bar malfunction causing the same slingbar to fall during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction, in absence of clear information. If any relevant information will be received, it will be addressed accordingly. Customer not answering hillrom calls.